Event description:
During preparation for a coronary artery bypass graft surgery, the hearstring seal cracked while loading the seal into the delivery tube. The surgeon used the same heartstring seal to complete the procedure. No pt complications were reported by the hospital.